Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a synergy stent was deployed, a 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation, he balloon ruptured at nominal pressure. The balloon was completely removed from the patient's body and the procedure was completed with an nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.